Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the battery longevity status bar on the leadless ipg was gray.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Battery analysis did not confirm the reported telemetry failure. The device was fully functional with nominal pacing output, telemetered battery voltage, current and impedance were all nominal. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) no telemetry could be establish with multiple programmers. The leadless ipg was not implanted and was replaced. No patient complications have been reported as a result of this event.